Manufacturer narrative:
The customer representative examined the system and found to be within specifications; the pneumatic module was replaced as precautionary. The system was then tested and found to meet all product specifications. The pneumatic module is returning for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported intermittent vacuum issues. Additional information was received indicating the reported event occurred during surgery. The system was switched out and the case was completed. A completed questionnaire was received reporting there was pressure fluctuation while performing fluid/air exchange. There was no system message displayed. The questionnaire also noted that the patient had choroidals that have since resolved. The patient's outcome was reported as "stable".